Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable breakage on 8 mm tip-up fenestrated grasper instrument did not cause fragment(s) to fall into patient's anatomy. A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided: the image was consistent with complaint of damaged cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction to section d: primary product batch/lot number was updated to k11230831 0146